Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a robotic laparoscopic hartmann's reversal procedure, at the time of splenic flexure mobilization, an image quality issue suddenly occurred on the endoscope while the surgeon was operating. The image changed, prompting the withdrawal, cleaning, and reinsertion of the endoscope was done but the issue persisted. The storz system was then rebooted by turning off both the bottom and top units and turned them back on, but the issue remained unresolved. Finally, a new endoscope was used to resolve the issue. There was no patient injury. No negative impact in state of health reported.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: it was reported that during a robotic laparoscopic hartmann's reversal procedure, at the time of splenic flexure mobilization, an image quality issue suddenly occurred on the endoscope while the surgeon was operating. The image changed, prompting the withdrawal, cleaning, and reinsertion of the endoscope was done but the issue persisted. The storz system was then rebooted by turning off both the bottom and top units and turned them back on, but the issue remained unresolved. Finally, a new endoscope was used to resolve the issue. There was no patient injury. The customer's information regarding the interruption of imaging can be confirmed. During examination of the device, a broken cable was found in the connection cable responsible for electronic image transmission. Furthermore, the optical shaft shows mechanical damage in the form of scratches. Most probable the damage was caused by clinical use/clinical reprocessing. The corresponding instruction for use "ri tipcam 1 s 3d lap , 30° 26605ba_en_v59.3_04-2025_ri_ce" contains in chapter 9 visual inspection the following information: "...check products for the following points: visible soiling; damage and corrosion; completeness; dryness. Subject any products displaying visible soiling to another complete cleaning and disinfection process. Discard damaged and corroded products. Discard incomplete products or replace missing parts. If the product is not dry, finish drying by hand." Furthermore on page 15 in chapter 11.1 functional check: "if the device does not fulfill one of the points listed below or if damage can be identified, see chapter 'maintenance, repair, servicing and disposal' in the instructions for use. The following tests must be carried out to detect functional limitations: check the surface of the product for mechanical integrity and changes. Check the labeling for legibility. Check the product for mechanical integrity. Check the correct positioning of the assembled components and, if necessary, also check the cleaning connector. Check the mobility of all mobile components, if necessary once the components have beenassembled in the case of products that can be dismantled. Check whether the end positions of the application part are reached. Check if the image is transmitted. Check whether light is transmitted and whether the surface of the light input and light output is dirty or damaged. Check whether the device or system is working properly. Check whether the control of the video data distribution from integrated signal sources to signal targets is working correctly. Check and inspect the product annually." The event is filed under internal karl storz complaint ID: (B)(4).